Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) distal conductor fractured, defib conductor distorted, several conductors blood/body fluid (not obstructed), blood/body fluid outer tubing overlay, outer tubing overlay melted, helix/lobe distorted/bent, blood in/on helix/lobe mechanism (sleeve head). Partial lead in segments returned and analyzed.

Event description:
It was reported that the patient received two shocks while swimming. The pacing impedance was >3000 ohms and there was no capture. It was further reported there was oversensing due to noise and lead fracture distal of the suture sleeve. The lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.